Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered 10 inappropriate tachy shocks across several episodes of atrial tachycardia with one to one conduction. Reportedly, the patient left the health care facility and then returned after receiving more shocks. No evidence provided of therapy exhaustion. There is no further information regarding if corrective actions were taken. This device remains in service and no additional adverse patient effects were reported.